Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Concomitant medical products: d314trg crtd, implanted (B)(6) 2013; icf09b52 lead, implanted (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a patient alert occurred. The patient was seen in the clinic, isometrics were performed and noise was unable to be reproduced. One week later a second patient alert occurred. Isometrics were again performed and noise, sensing integrity counter (sic), oversensing, high rate non-sustained episodes of noise and high right ventricular (rv) lead impedance were observed. A lead fracture was suspected. The rv lead was explanted and replaced. During extraction of the rv lead, the right atrial (ra) lead was damaged. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.